Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device was on eos (end of service) and device was off/disabled and no longer providing therapy. Patient just received replacement patient programmer (pp) as their previous one was stolen and they didn't have a pp for 8 months. When asked, patient said that the last time, their device was checked at doctor office was at least two years ago. They had return of symptoms, patient could not piss themselves and had to use a catheter. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported.